Event description:
It was reported that the catheter was placed in the right subclavian vein in the cardiosurgery department. During the cvv hd, continuous venous-venous hemodialysis, the soft part of the catheter near the hub was found split. There were no reported pt complications as a result. Additional info received stated, as a result of the occurrence, the catheter was removed and a new one was placed the following day.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.